Event description:
It was reported that during a deformity procedure at levels t4-l3, the top of the handle for the hook or screw holder disengaged. The piece was retrieved and the surgeon used another similar replacement device to complete the procedure with no adverse effect to the patient. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. The product evaluation and visual inspection revealed that the device was received assembled in good condition and operated as intended. The instrument works by depressing the button on the back to secure or remove a hook from the coupling end. Even though the device can still be used as intended, the button can be removed as described because the set screw that holds it onto the shaft has been loosened or backed out slightly so that it no longer is held on the shaft. The set screw has marks on it indicating that a wrench has been used on it. There are numerous dings and scratches on the button and coupling. The returned device was manufactured in april 1999 and is almost 13 years old. The condition does not appear to be the result of any issues with manufacturing or design but is due to the age and use of the device. Therefore, there is no indication of any manufacturing or design related issues with the device and the complaint is deemed invalid.